Event description:
It was reported that the physician's handheld charger is out of order. It is unknown if any troubleshooting was performed. A new handheld was provided to the physician and the handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.